Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# unknown, product type accessory, product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported ever since receiving the new personal therapy manager (ptm) "it has been acting screwy" and the status gets stuck at 91% for 5-10 minutes. It was noted the patient had to bolus 8x/day so attempting to bolus took about an hour or more out of his day total. It was also reported the patient also dropped his equipment about 6 months ago and noticed the issue mentioned got "progressively worse". The screen on the handset was broken, and the communicator was also a little broken, butthe patient was working with the equipment. The patient now lost the communicator and was unsure of where it was. Pss reviewed replacement process for communicator and handset and offered new communicator from repair. It was noted the patient preferred the old ptm and still had the old one; pss reviewed considerations and redirected the patient to the healthcare provider (hcp) to discuss using old the ptm. Patient symptoms were not reported.